Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the orders were not crossed over. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossed over. A technical support specialist followed up the master case by sending the twenty thousand messages from the backlog to the main server and confirmed with the customer that after clearing the backlog messages, orders were crossing. The system functioned as intended after the technical support specialist investigated the device.